Event description:
The patient's ivc measured 26mm. Upon deployment the legs of the filter appeared to be twisted and the filter was not fully expanded. But as time went on, it looked as though the filter had begun to further expand. The physicians are still unsure if the legs are twisted. The filter is stable at this point, but during deployment there was a question of stability. The filter did not migrate. The physician is unsure if the sheath was fully retracted to allow proper deployment.